Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operative a right ventricular (rv) lead exhibited parameters that were 'not good' after repeated placement. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.